Event description:
This is a spontaneous device report from a pharmacist who reports on a pt/consumer using absorbable gelatine sponge. A pt (age and gender unspecified) received gelfoam sterile sponge (lot# 10kcu) for an unk indication. According to the reporter the sponge "is not as absorbent, not as strong, not holding as well." Gelfoam history showed one case in the past 6 months and this lot showed one case in the past two years for topic "defective." Company clinical evaluation: the reported event is a lack of efficacy of absorbable gelatin sponge.